Event description:
It was reported that prior to the implant of the transcatheter bioprosthetic valve in a patient with severe calcification from the a bdomen to the leg, endovascular treatment was performed. Of note, resistance was encountered near the external iliac artery during the transition from the 14 fr sheath to the dcs. During the final imaging, bleeding was observed near the bifurcation of the left external iliac artery and the internal iliac artery. Hemostasis was performed using a 7.0 x 4.0 mm balloon with prolonged inflation. Subsequently, one non-medtronic 7.0 x 59 mm stent was placed. This stopped the bleeding and the procedure was successfully completed. Per the physician, the bleeding might have occurred when resistance was encountered during the transition from the sheath to the dcs.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012311969); product type: 0195-heart valves; implant date; explant date product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6 corrected data: d4 - expiration date corrected from blank h4 - device manufacture date corrected from blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, the access site for the delivery catheter system (dcs) was the left leg. Per the physician, the "catching" resistance during advancement of the dcs and the patient's calcification may have contributed to the injury. It was unclear but likely that the dcs was catching on the calcification which may have caused a rupture.

Manufacturer narrative:
Corrected data: h6 - annex a code corrected to include a150205 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.